Manufacturer narrative:
Results: the returned engine was powered on and was able to produce a vacuum pressure of approximately -29.0 inhg. Conclusions: evaluation of the returned engine confirmed no vacuum indicator lights were illuminating although the pump was able to power on. Upon opening the pump housing, tubing was disconnected at the 3-way connector. If the tubing is disconnected, the vacuum sensor will not be reading the pressure within the canister. Therefore, the vacuum indicator lights will not illuminate. The disconnected tubing will also result in an open system resulting in lower vacuum pressure measured at the canister. During functional testing, the engine was able to produce a vacuum pressure within specification. The root cause of the disconnected tubing was unable to be determined. Penumbra engines are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1:  4316 - the investigation findings do not lead to a clear conclusion about the cause of the disconnected tubing.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the right coronary artery (rca) using a penumbra engine pump (engine). During the procedure, the physician discovered the engine would not generate aspiration and there were no lights illuminated. Therefore, the engine was removed. The procedure was completed using manual aspiration with a non-penumbra catheter. There was no report of an adverse effect to the patient.